Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor would not take any calibration. Blood glucose level at the time of the incident was 54 mg/dl which was treated with candy. The customer was advised that the sensor would be replaced. No product is expected to return.